Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, when using the absorbable ligation applier to clamp and fix the root of the appendix, the absorbable ligation clip was completely broken possibly due to excessive force. To resolve the issue, the surgeon immediately replaced with a new device. There was no patient injury.